Event description:
The patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated only a few drops of insulin spilled inside the cartridge chamber. The patient was instructed to dry the chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. Proper insertion and removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.